Manufacturer narrative:
The customer observed an increase in positive results for the cobas sars-cov2 assay. In response they performed periodic maintenance, cleaned and changed all liquid buffers prior to repeating the runs which resulted in a lower rate of positives. No false positives were reported out and no harm was alleged. An investigation found no hardware or reagent pipetting flags and has ruled out hardware as a contributing factor. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The affiliate reported that the customer experienced an increased rate of positive results on the cobas sars-cov-2 assay. The customer performed periodic maintenance, cleaned and changed all the liquid buffers and they repeated the runs which resulted in a lower rate of positive results. The customer had a similar case reported in (B)(4). The customer used deltalab 5ml tubes and vircel 5ml tubes (without lysis buffer) along with other tubes which contain lysis buffer from c6800 for inactivation. Only the primary tube containing sample without lysis is vortexed. U-bottom 5ml tubes are used as the secondary tubes and contain.400ul sample + 400ul lysis buffer. Sample transfer is done using single channel pipette and pipetting is conducted in a laminar flow hood. The operator cleans the pipette daily with diluted bleach and water and turns the uv on, with the pipettes inside. Sample racks are cleaned each time they are used on the system. Per manufacturer instructions, "cobas® sars-cov-2 has been evaluated only for use in combination with the cobas® sars-cov-2 control kit, cobas® buffer negative control kit, cobas omni mgp reagent, cobas omni lysis reagent, cobas omni specimen diluent, and cobas omni wash reagent for use on the cobas® 6800/8800 system". An investigation was conducted to evaluate the allegation which found no hardware or reagent pipetting flags. The hardware has been ruled out as causing the high positive rate of sars cov-2 samples that the customer reported. Given that the customer issue was resolved after periodic maintenance and changing the liquid buffers, it is likely the high rate was the result of a workflow issue. The customer is also using off label primary tubes and has been informed to perform the periodic maintenance on the system weekly as recommended in the user assistance.

Manufacturer narrative:
Product code has been updated from mza to qjr.